Manufacturer narrative:
H6: a medtronic representative went to the site to test the equipment. Testing revealed that no issues were found and the system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section d10 for additional information. Concomitant product information (product ID 9735740 and software version 2.1.0) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code f26: no health consequences or impact is applicable to no impact on the patient's outcome. Code f1908: prolonged surgery is applicable to the surgical delay of less than one hour. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacral joint and thoracic lumbar vertebra (lower spinal cord, middle spinal cord) procedure. It was reported that the imaging system and navigation system were used in the lateral position for a percutaneous pedicle screw (pps). Navigation indicated that the screw appeared to be properly placed at l5 left. However, deviation was identified upon confirmation imaging with the imaging system. An attempt was made to register with the inserter verification device, but registration could not be completed. Visual damage could not be confirmed. The causes identified or believed to be the cause were based on the above and the following. It was noted that the possibility that registration could not be completed may be due to the passive marker. The details of the defect from the hospital were confirmed. Final test and calibration results were good. This issue caused a surgical delay of less than one hour. There was no impact on the patient's outcome.